Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Patient experienced an incident of hypoglycemia in which the ambulance was called. At time of incident the sensor had been used for 5 days. The trend graph displayed glucose rising from 10 mmol/l to "high" (above 22.2 mmol/l) between 2 -3 pm and remained high for 3.5 hours. It is not known if the patient verified blood glucose values during this time. The patient remembered the intention of eating and took insulin at 6 pm, and at this time the trend graph showed a rapid reduction from "high" to 4.0 mmol/l, which was the lowest seen on the trend graph. At that point in time, the patient was not contactable and the ambulance was called. The ambulance arrived and measured blood glucose at 1.1 mmol/l. At the time of contact with the distributor, the patient was okay. No additional event information was provided. It was reported that the sensor was inserted into the arm. The dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).